Event description:
Physician's office reported that the gastric balloon suction catheter broke during surgery today. Air could not be placed in the balloon. The valve misfunctioned.

Event description:
The gastric balloon suction catheter broke during surgery. Air could not be placed in the balloon. The valve misfunctioned.